Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a triple bypass biliary procedure, the consultant closed and fired the device over the tissue (stomach and small bowel). Upon release of the device, the staple line had not formed. Upon inspection, the staples had not formed the usual b formation and had therefore not secured the tissue. It was noted that some of the staples appeared twisted. Consultant then had to use an alternative device. Procedure prolonged 15 minutes. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.